Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the right atrial (ra) lead exhibited undersensing due to small p-waves during atrial fibrillation (af) and a low impedance warning was noted one day post implant. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.